Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was treated by the paramedics for low blood glucose. The customer stated her blood glucose reading was in the 30 mg/dl range, and she was nearly unconscious when the paramedics arrived. The customer also stated, the insulin pump was alarming for some time, but she did not know, because it was in the vibrate mode. Troubleshooting was performed, and the insulin pump passed the required tests and the programming was correct.